Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, at 9:30 am, while preparing an IV catheter for patient (B)(6), the assigned nurse discovered foreign matter on the tip of a newly opened catheter. The catheter was immediately replaced, the incident was reported to the head nurse, and an adverse event report was filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3006948883-2026-00068 was sent in error. This event was previously reported via MFR# 3006948883-2026-00040.